Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge service territory manager (stm) was dispatched to evaluate the iabp and was unable to reproduce the reported issue and observed no fatal errors in the fault logs for fiber optic operation. However, the stm observed that the safety disk was expired and replaced the safety disk to resolve that issue. The stm tested the fiber optic module and all functional and safety tests which passed to specifications. The iabp was returned to the customer and cleared for clinical service. Full name of event site: (B)(6) hospital.

Event description:
It was reported that while in use on a patient, the cs300 intra-aortic balloon pump (iabp) generated a "fiber optic sensor failure" alarm. There was no patient harm and no adverse event reported.